Manufacturer narrative:
The certas valve (ID (B)(4)) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer, is due to the peritoneal catheter not being placed under the peritoneum. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports (same product, different failure). Other mfg report number: 3013886523-2023-00053. A physician reported a certas valve was implanted due to snph (secondary normal pressure hydrocephalus) via v-p shunt on (B)(6) 2023 with unknown setting. On (B)(6) the peritoneal catheter was not placed under the peritoneum and fell out, therefore, an operation was performed to reposition it. On february 3, there was fluid accumulated in the abdomen, and a CT scan confirmed that the peritoneal catheter was torn. The peritoneal catheter was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient experienced signs and symptoms due to dysfunction.